Event description:
The customer reported the system will not x-ray. No pt injury was reported.

Manufacturer narrative:
The svc rep repaired the damaged interconnect cable. The system was then checked for errors.